Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No moisture damage was found inside the pump. The pump was received with minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the act button has been responding intermittently. The customer stated that she also dropped the pump into the water briefly. The customer was advised to continue using her pump until the replacement arrives. The customer will be sent a replacement pump.